Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Bradycardia at 59bpm with motion artifact contributed to the false detection. The pt was at home at the time of the event. The pt was conscious and removing his coat to put it away at the time of the event. The pt's spouse witnessed the event. A review of the downloaded data confirms the pt pressed the response buttons after the treatment was delivered but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt did not seek medical attention and will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and will continue to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and h8 usage of device: monitor (B)(4), 09/2014 - initial use. Electrode belt (B)(4), 05/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.